Event description:
In 2018 patient had tibia surgery and a stryker locking plate screw was used. Six months later patient started to experience pain. When patient went to see his physician, they performed a x-ray confirming that the screw broke. Patient's wife said "the device may be potentially be apart of a recall" she also stated "public findings from scholarly reviews and surveys done on stryker titanium screws breaking from 2008-2020; 12 years of literature that show the device was faulty but its still being used."